Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that the defibrillator wall mount is deformed. This part must be changed to prevent possible falls of the equipment due to not being held properly. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.